Manufacturer narrative:
Cmp-(B)(4). Concomitant products ¿ biomet regenerex tibial tray 71mm catalog 141273 lot 091570; e1 vanguard tibial bearing catalog ep-189066 lot 663750; vanguard right femur 70mm catalog 167032 lot 3850747; series a patella catalog 184700 lot 279760. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01492 and 0001825034-2017-01493.

Event description:
It was reported that the patient underwent a right knee revision approximately three months post implantation due to loosening caused by medial collateral ligament damage. The tibial tray, stem, and bearing were removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Loosening of the tibial component with apparent subsidence of the lateral tibial tray. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause of the reported issue is attributed to the patient's condition as the mcl damaged caused the implants to loosen, however, it is unknown what caused the mcl damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.